Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint patient weight could not be obtained. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference numbers: 3006705815-2020-00992, 3006705815-2020-00993. It was reported that surgical intervention occurred to explant the patient's system. The reason for the explant is not known. The explant date is not known.